Event description:
The customer reported that her blood glucose reached "high" (>27.8 mmol/l) (>500 mg/dl) less than 12 hours after the pod was activated and she noticed the cannula had slipped out of her skin. She was able to activate a new pod and her bg returned to normal range.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.